Event description:
I started using the fasciablaster by (B)(6) in (B)(6) 2016. It was a tool to promote cellulite elimination and weight loss. My cellulite got worse. My calves became soft and squishy. My upper arms became soft and squishy. I had fatigue, foot pain and my joints kept cracking. I stopped using it (B)(6) 2017 and am trying to repair the damage done. This device has a class 1 medical rating as people use it for plantar fascilitis, back pain, fibromyalgia and other illnesses that this device made worse.